Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a burst tube. The tube was inserted on (B)(6) 2024. Additional information received on june 21, 2024, stated that the burst occurred near the 50cm marker on the tube, closer to the purple y port end. There were no pieces left in the patient, it appeared to have just ruptured but the entire tube was intact. The patient had respiratory distress, required suctioning (both orally and deep), vomited, and required oxygen by nasal canula. The patient did not require additional medical intervention to remove the tube, the tape securing the tube was removed and the tube was removed without issue. At this point the patient has recovered, a new tube was inserted, and ng feeds restarted. The patient required oxygen for approximately 48 hours.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. One sample was received for evaluation. The sample had a kind of coiled balloon near the number 50 of the tube. The damaged tube defect was confirmed. A walk through of the process was performed at the manufacturing site. All process and controls were found properly followed. The instructions for use (IFU) provides information on care of the feeding tube. The root cause could not be determined with the available information. Based on the assessment, no further actions are being pursued. This complaint will be used for tracking and trending purposes.